Event description:
Per the clinic, the patient experienced a magnet dislodgement subsequent to undergoing an MRI (date and tesla strength not reported).

Manufacturer narrative:
(B)(4). Implanted device remains.